Event description:
The customer reported to olympus that the camera head image was not displayed. The issue was found during preparation for use in a therapeutic procedure. There was no procedure delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of no image was confirmed due to a faulty charged coupled device (ccd) unit. No other abnormalities were found.  There was no indication that the event was caused by a misuse or that the event was related to design of the device. Although the device not displaying an image was determined to be due to a ccd unit failure, a root cause of the faulty ccd unit was unable to be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.